Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized for diabetic ketoacidosis. The patient's blood glucose level was 24.4 mmol/l on the patient's meter. The patient was taken to the hospital by her parents. At the hospital, the patient was treated with levemir and novorapid insulin injections. The patient was currently still in the hospital with a blood glucose result of 16.0 mmol/l. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.